Manufacturer narrative:
One flothru disposable pressure transducer with stopcocks and pressure tubing was returned for evaluation. The reported event of pressure measurement issue was confirmed. The system displayed a value of over 300 mmhg at start-up and then would not zero therefore not sensing pressure. Electrical testing showed that input impedance met specification, but output circuit was open condition. No visible damage was found at dpt cable connector, sensor chip or solder joints of dpt. Continuity testing confirmed that lead wires were continuous between dpt cable connector and cable near dpt but open condition between #3 solder joint and cable near dpt. Electrical testing from solder joints showed that both input impedance and output impedance were within specification. Above electrical evaluation suggested that the issue was within dpt cable. The customer would have experienced an inability to use the system, after not being able to zero, causing a procedural delay as the worst case scenario. As this would not have been a reportable event, no further follow ups will be made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the values shown on the monitor were over 300mhg right after the pressure transducer was connected. It is unknown if the patient was treated off of the values or if any error message was observed. The device was exchanged, and the problem was solved. The sample of tracing was not available. Patient demographic information requested but unavailable. There were no patient complications reported.